Manufacturer narrative:
The device was returned to the service cent for evaluation. A visual inspection was performed on the returned device and found there is foreign material on the device. The ptfe pad (teflon pad) was inspected and found to be separated with no metal exposed. The distal end of the device was inspected under a microscope and found the probe tip unit fully detached. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and both switches are functional. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur. Follow up with the user facility via telephone and in writing to obtain additional information regarding the reported event was performed with no results to date.

Event description:
The service center was informed that during an unspecified procedure the probe tip broke off. The intended procedure was completed with a similar device. There was no patient injury reported.